Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 29 previously reported events are included in this follow-up record. Product return status 27 devices were received. 2 devices were not available for evaluation.   Event confirmation status 18 reported events were confirmed; the cause traced to component failure. 9 reported events were not confirmed. Evaluation results 16 devices were found to be affected by compromised lubrication. 10 devices were found to be affected by internal corrosion. 1 device had no device problem found.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device reportedly overheated. 29 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 28 devices were received. 1 device was not available for evaluation. Evaluation status: confirmed 18 reported events were confirmed during testing. 8 devices were found to be affected by internal corrosion. 10 devices were found to be affected by compromised lubrication. Not confirmed: 6 reported events were not confirmed during testing; however: 2 devices were found to be affected by internal corrosion. 4 devices were found to be affected by compromised lubrication. 1 reported event was not confirmed during testing. In progress: 3 device evaluations are in progress. Additional information: 29 devices were not labeled for single-use. 29 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device reportedly overheated. 29 events had no patient involvement; no patient impact.